Manufacturer narrative:
Further information was requested but not received.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of noise resulting in oversensing, pacing inhibition and automatic mode switching were noted on the right atrial (ra) lead and the right ventricular (rv) lead. No intervention has been performed at this time, however, a revision procedure is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04062. During an in clinic follow-up, episodes of noise resulting in oversensing and automatic mode switching were noted on the right atrial (ra) lead and the right ventricular (rv) lead. No intervention has been performed at this time, however, a revision procedure is anticipated. The patient was stable and will continue to be monitored.